Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while resection of stomach tissue, the surgeon was able to press the green, but the device was not able to fire and the surgeon was unable to squeeze the handle. They used another device instead to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.